Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd micro-fine¿ insulin pen needle malfunctioned as the needle broke off in the customers body during injection of insulin. There was no further report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: one sealed 31g x 5mm pen needle sample was returned from lot. No. 5252281, cat. No. 320632. Visual examination was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.